Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced deflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing reservoir was removed and replaced. During the procedure, it was noticed that the previous component had been mispositioned. The existing ipp worked appropriately with the new reservoir. There were no patient complications reported.